Event description:
Healthcare professional reports inconsistent act-lr results with hemochron elite microcoagulation system while monitoring female infant on extracorporeal membrane oxygenation (ECMO). Site retested by running comparative test on 2 instruments simultaneously. Nine sets of samples were tested and two generated act-lr results with significant variation. Patient's heparin drip was not adjusted based of these results. System passed electrical quality control and liquid quality control. Follow-up with customer two weeks later indicated act-lr results stabilized and customer did not wish to return instrument or cuvettes for further investigation. Patient on heparin drip of 1.9 cc/hr and the heparin concentration is 60 units/cc. Target time: 210-240 seconds. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested using instrument serial numbers (B)(4). Method: actual device not evaluated (single-use disposable). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.